Manufacturer narrative:
Evaluation of the returned device revealed that the tissue pad fell off at the gripping part, confirming exposure of the metal surface. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that the tissue pad at the tip of the subject device came off and fell inside the patient during a laparoscopic cholecystectomy. The fallen part was retrieved, and the procedure was completed with a similar device without any delay. It was further reported that the device was inspected prior to use without any issues noted. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the pad likely fell off due to the following mechanism: 1. The tissue pad was worn out and part of it peeled off because the ultrasound was activated with the gripper closed without gripping the tissue (including after the tissue was cut). 2. A force was applied to the peeled tissue pad causing it to fall off. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.